Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver for evaluation and completed investigations. The instrument was found to have a broken grip at the grip base. A broken piece was not returned. Components adjacent to the broken grip did not show damage.

Event description:
It was reported that the tip of the mega suturecut needle driver broke off during a da vinci-assisted procedure. The fragment was retrieved during the procedure and the case was completed. Intuitive surgical, inc. (Isi) completed follow-up and obtained the following information: it was confirmed that the instrument broke during use and a fragment fell into the patient. The broken fragment was retrieved during the same procedure and the surgeon completed the procedure as planned.